Event description:
The customer reported, the monitors were blank. No report of patient injury.

Manufacturer narrative:
A ge service representative performed an on site investigation. The monitor fuses were replaced. The system was then found to be working as intended.